Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report difficulties with nmt module calibration, and if the modules do calibrate, inaccurate readings have been observed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.